Manufacturer narrative:
The device has not yet been received for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4). Related mw reports: 3011649314-2026-00440. 3011649314-2026-00441. 3011649314-2026-00443. 3011649314-2026-00444.

Event description:
On (B)(6) 2026, a healthcare professional reported that an inclusive tapered implant failed. The patient's bone type is ii, and their oral hygiene is fair. The patient presented on (B)(6) 2023 for a primary procedure on teeth #3, #6, #8, and #10. The patient returned on (B)(6) 2025 with complaints of pain, years later. Upon examination, the provider noted inflammation, infection, and that the implant had lost osseointegration and failed bridge. The device was removed and not replaced. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.